Event description:
It was reported that the balloon of a half day infusor ruptured. This occurred during infusion. The device was filled with 2500 mg of deferoxamine in 44 ml of (B)(6) sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 to october 24, 2014. The device was evaluated for the reported event. Visual inspection revealed a ruptured reservoir. Further microscopic inspection noted a marking near the rupture line of the internal surface of the reservoir. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.